Event description:
It was reported that in the patient's room a day after inserting the catheter into the patient's internal jugular vein, the user found the catheter separated approximately 14cm from its distal end. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence. It was noted also that no sharp tools were around the patient's bed, nor was the patient restless.

Manufacturer narrative:
(B)(4).